Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and an inappropriate shock. Additionally, low shock impedance measurements. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. No additional adverse patient effects were reported. The device remains in service.